Event description:
Customer reported that the insulin pump alarmed motor error during normal use. Customer stated that the device was exposed to a scan in the hospital emergency room about 3 three months ago. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value was 215 mg/dl. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the functional testing and no motor error alarms were noted. However, moisture damage was noted to the motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.